Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00884. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the patient's lead had migrated. As a result, the patient underwent surgical intervention to have both leads explanted and replaced with a different model. During the procedure, it was noted the physician electively explanted and replaced the patient's ipg with a different model as well. Effective therapy was restored post op. Both of the patient's leads are being reported because it is unknown which lead is liable.